Event description:
During implant, the set screw was unable to be tightened. The event was resolved by replacing the device. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported event of could not tighten the ventricle setscrew to fix the lead was confirmed. Analysis revealed the user of the torque wrench was not aligning the wrench tip with the setscrew hex inset so that the wrench could be fully insert into the inset and engage and tighten the setscrew. Examination of the setscrew shows the user was forcing the corners of the torque wrench tip down into the inset walls. The wrench will not go into the inset this way and cannot engage it which is necessary to tighten the setscrew. This is a user related anomaly.